Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the area representative that prior to patient contact, it was discovered when opening the package that the pigtail end of the filiform double pigtail ureteral stent set was detached from the stent. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, visual inspection and specifications was conducted on the returned device during the investigation. The device was returned for investigation. The tether was found severed from the knot and pulled out of the stent. Distal stent coil was severed from the first ink band; points of separation had mating fractures. The entire stent was returned and had no missing pieces. Under magnification striation marks were observed on the point of separation. The stent coil has been severed during removal of the tether. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.